Event description:
It was reported that during a gastric peroral endoscopic myotomy (g-poem), a failure power surge occurred at the location, and the distal tip broke off in the patient. The tip was recovered. The procedure was cancelled. There were no reports of further patient impact and harm. Olympus made multiple attempts to obtain additional information, but no further information has been received at this time.